Event description:
The tech alleged that the siderail would not fully rotate to latch. No pt impact.

Manufacturer narrative:
The tech found the weldment slide bracket moved out of place on the side rail. The tech adjusted the slide bracket on the side rail to resolve the issue.